Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-feb-2023. H6: investigation summary : one 30207e sample from lot 22069295 was received in opened packaging for investigation; no residual fluid was detected in the device. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph in addition to a visual inspection of the returned sample confirms the customer's experience, as the female luer was missing from the set. Furthermore, a close inspection of the tubing did not identify any obvious signs of residual solvent. The details of this feedback were forwarded to the manufacturing site for further investigation. The missing female luer is likely to have been caused by human error during the hand assembly process; in this instance it is likely that the manufacturing operative inadvertently missed the assembly step where the female luer component is placed onto the tubing.

Event description:
It was reported that the bd alaris smartsite dual-port extension set was missing components. The following information was provided by the initial reporter: product missing components.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite dual-port extension set was missing components. The following information was provided by the initial reporter: product missing components.